Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker's longevity showed three years initially. When checked the following year, longevity showed five years and after a month showed two years. Attempts to obtain additional information were unsuccessful. This device remains in service. No adverse patient effects were reported.